Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. No malfunction of either the lift or the sling that could have caused the reported resident injury was identified. The event appears to be the result of an unfortunate incident. Allegedly, the injury occurred because the resident¿s foot became entangled in a blanket or bedding. The maxi sky 600 is equipped with emergency features, including a red emergency cord. The unit can be stopped by pulling this cord, which immediately halts any further movement. The maxi sky 600 instructions for use (001.14150.33.en rev.15) include warning: ¿make sure the intended route of travel is clear to prevent the patient from bumping any obstruction.¿ the arjo ceiling lift and the sling were used for a patient transfer when the event occurred. There was no arjo device malfunction that contributed to the event. The complaint was decided to be reportable because a resident sustained a serious injury (foot fracture).

Event description:
A resident sustained a foot fracture during a transfer using a maxi sky 600 ceiling lift and a sling.